Manufacturer narrative:
The products were discarded by the hospital and therefore will not be returned for an evaluation. Because the lot and part numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision took place due to an infection. It is reported that the cause of the infection is unknown. It is reported that the patient is currently receiving antibiotics to clear the infection. It is reported that the patient will receive a new implant when the infection is resolved.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the implants used were from the thinflap product line. However, a part number, lot number, and quantity of parts could not be identified.